Event description:
It was reported that the insulin pump alarmed during prime. Troubleshooting was performed. The battery was changed, then the device was rewind and prime, but the insulin pump did not count the prime units and the alarm recurred. A displacement test was performed and did not pass. The screen displayed the same alarm when the piston stopped moving. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.